Event description:
Journal reference: gill, et al. "Deep brain stimulation for parkinson's disease: the vanderbilt university medical center experience 1998-2004" tennessee medicine; 2007; 100: p 45-47. The article presents study results describing the outcomes and adverse event rates from patients followed for an average of 22 months. The patients, all with advanced parkinsons disease, were being treated with unilateral or bilateral deep brain stimulation of the stn. A number of neurostimulation patient complications were reported. Reportable event(s): one patient experienced an intracranial hemorrhage (confirmed by CT scan) following lead placement resulting in lethargy for a week. Treatment information was not provided. The article did not specify if the patients system was unilateral or bilateral.

Manufacturer narrative:
No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information from the article.